Manufacturer narrative:
Additional components potentially involved in the event include: common device name: dbs extension, model: 6371, UDI:(B)(4), serial: (B)(4), batch:6994803.

Event description:
Related manufacturer reference number: (B)(4). It was reported that prior to an ipg replacement procedure impedance check revealed high impedance on the right side. During the procedure a fracture was visible on the right extension. The internal wire was exposed. Hence, the extension was explanted and replaced with a new extension addressing the issue. Reportedly, therapy was restored. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.